Event description:
Bayer case number: (B)(4) painful disorder [pelvic pain female], muscle and joint pain [arthromyalgia] , severe chronic fatigue [chronic fatigue] , nausea [nausea] , dizziness [dizziness] , memory disturbances [memory disturbance] , concentration disturbances [concentration impairment] , oral dryness [oral dryness] , difficulty in walking [difficulty in walking] , tinnitus [tinnitus] , social isolation [social isolation] , anxiety [anxiety] , neurological disorders [neurological disorder nos] . Case narrative: this spontaneous case through social media describes the occurrence of pelvic pain ("painful disorder") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("muscle and joint pain"), fatigue ("severe chronic fatigue"), nausea ("nausea"), dizziness ("dizziness"), memory impairment ("memory disturbances"), disturbance in attention ("concentration disturbances"), dry mouth ("oral dryness"), gait disturbance ("difficulty in walking"), tinnitus ("tinnitus"), social problem ("social isolation"), anxiety ("anxiety") and nervous system disorder ("neurological disorders"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2025. At the time of the report, the pelvic pain, memory impairment, disturbance in attention, dry mouth, gait disturbance and nervous system disorder were resolving, the arthralgia, fatigue, nausea and dizziness had resolved, and the tinnitus, social problem and anxiety had not resolved. The reporter considered anxiety, arthralgia, disturbance in attention, dizziness, dry mouth, fatigue, gait disturbance, memory impairment, nausea, nervous system disorder, pelvic pain, social problem and tinnitus to be related to essure administration. The reporter commented: the female patient developed various painful and neurological disorders after placement of the essure inserts. The surgical removal in early (B)(6) 2025 led to a rapid improvement in her general condition. A long medical wandering, to make the link between unexplained symptoms and essure insert. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Painful disorder [pelvic pain female]. Muscle and joint pain [arthromyalgia]. Severe chronic fatigue [chronic fatigue]. Nausea [nausea]. Dizziness [dizziness]. Memory disturbances [memory disturbance]. Concentration disturbances [concentration impairment]. Oral dryness [oral dryness]. Difficulty in walking [difficulty in walking]. Tinnitus [tinnitus]. Social isolation [social isolation]. Anxiety [anxiety]. Neurological disorders [neurological disorder nos]. Case narrative: this spontaneous case through social media describes the occurrence of pelvic pain ("painful disorder") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("muscle and joint pain"), fatigue ("severe chronic fatigue"), nausea ("nausea"), dizziness ("dizziness"), memory impairment ("memory disturbances"), disturbance in attention ("concentration disturbances"), dry mouth ("oral dryness"), gait disturbance ("difficulty in walking"), tinnitus ("tinnitus"), social problem ("social isolation"), anxiety ("anxiety") and nervous system disorder ("neurological disorders"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2025. At the time of the report, the pelvic pain, memory impairment, disturbance in attention, dry mouth, gait disturbance and nervous system disorder were resolving, the arthralgia, fatigue, nausea and dizziness had resolved and the tinnitus, social problem and anxiety had not resolved. The reporter considered anxiety, arthralgia, disturbance in attention, dizziness, dry mouth, fatigue, gait disturbance, memory impairment, nausea, nervous system disorder, pelvic pain, social problem and tinnitus to be related to essure administration. The reporter commented: the female patient developed various painful and neurological disorders after placement of the essure inserts. The surgical removal in early (B)(6) 2025 led to a rapid improvement in her general condition. A long medical wandering, to make the link between unexplained symptoms and essure insert. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-nov-2025: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.